Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 8f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, air was aspirated into the syringe following insertion into the patient. Transseptal was performed with a non abbott needle and a spiral loop catheter was inserted into the sheath and air was aspirated into a syringe that connected to the extension port of the sheath. Several aspirations were attempted but the air was still present. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.